Event description:
It was reported that the patient reported feeling pain at the implant site of the system. The patient was also taking antibiotics due to an infection. An x-ray sent to technical services (ts) revealed that the device had migrated, but sensing appeared normal. At this time no further changes were made. The system remains implanted. No additional adverse patient effects were reported.